Manufacturer narrative:
It was reported that the device was explanted (date not reported). This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on march 23, 2021.

Event description:
Per the clinic, the patient experienced infection and wound dehiscence of the skin flap, and was hospitalised from (B)(6) 2021, and discharged on (B)(6) 2021. The patient was treated with medication (type not reported), and underwent two procedures in (B)(6) 2021 to repair the skin, but the issue could not be resolved. Explant and reimplantation on the contralateral side is planned but has not taken place at the time of this report.